Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered chronic pain, infections, dyspareunia and recurrence of stress urinary incontinence. All other information is unknown and unavailable.

Event description:
Additional information reported by the patient¿s attorney on june 26, 2014 stated that the patient experienced mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pelvic pain, urinary and fecal incontinence and prolapse of organs.